Event description:
It was reported patient underwent it fracture procedure on an unknown date. A subsequent revision was performed (B)(6) 2013 due to non-union of the fracture. The nail and screws were removed and replaced with proximal femur replacements.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under contraindications states: "active infection, conditions which tend to retard healing such as blood supply limitations, previous infections, insufficient quantity or quality of bone to permit stabilization of the fracture complex, conditions that restrict the patient's ability or willingness to follow postoperative instructions during the healing process, foreign body sensitivity, and cases where the implant(s) would cross open epiphyseal plates in skeletally immature patients." The following sections could not be completed with the limited information provided. Date implanted - unknown. Event is being reported to FDA on one medwatch as limited information was provided. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. (B)(4).